Event description:
It was reported to a physio-control service representative that the customer's device showed a service indicator in the device's readiness display. Upon further evaluation, it was observed that the device had logged multiple event codes in its memory log. The device could not deliver defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused multiple event codes to be logged in the device's memory and the battery indicator and service indicator to appear in the readiness display. Leg 13 of integrated circuit, designator u1, on the analog pcb assembly did not have enough solder and when the solder cracked loose from the leg, the event codes were generated. It was observed that the device could not shock during device evaluation due to the damage of the digital pcb assembly being too great.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.